Event description:
It was reported that the video system center had the entire monitor image went completely black momentarily but it then returned to normal during inspection for use for the diagnostics endoscopy procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.